Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a prostar xl device. It was not specified if the deployment of the device was performed before or after an abdominal aortic aneurysm procedure. Reportedly, the sutures came off of the needles before they could be cut. A prostar xl device from another lot was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience could not be confirmed as the suture and needles were not returned. Device analysis found clamp marks on the coiled suture lumens, indicating that a hemostat was applied on the coiled suture lumen before the needle deployment. Clamping the coiled suture lumen will interfere with suture deployment and could possibly have caused the reported sutures to come off of the needles before they could be cut. Per the instructions for use, the suture lumen is not to be clamped with a hemostat or other instrument. Doing so will prevent the suture deployment. Therefore, the cause for this complaint is due to user error. Additionally, four unused, prostar xl devices with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.